Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the infusor sample showed no signs of leakage. When the non-baxter connector was attached to the infusor's luer, leakage was observed at the connection between the connector and the infusor's luer. When the connector was not attached to the infusor's luer, no evidence of leak was observed. Based on the evaluation findings, the reported leak condition was not confirmed on baxter's infusor unit. No root cause was identified, as no evidence of baxter product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
It was reported that an infusor leaked at the connection of the luer lock and the non-baxter infection prevention connector during patient use. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.